Manufacturer narrative:
(B)(4). The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The broken piece was returned with the rest of device. The remaining waveguide and the broken piece were inspected under magnification to identify the point of initial contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide probably came in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping. The user¿s guide for this system warns: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. A device history review has been completed. No entries pertinent to the customer's report were

Event description:
The customer originally reported the device alarmed while in use. No patient injury reported. Upon receipt of device sample for investigation on (B)(6) 2017, it was noted there was a fractured waveguide on the device and all the pieces were returned with the device. Multiple attempts were made without success to obtain additional details on the fractured waveguide. The file is being reported out of the abundance of caution.